Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that the anatomy was severely tortuous and significant resistance was encountered during insertion. Flushing was maintained during the procedure and ivus was used. The vascular access site was femoral and the lesion was severely calcified. The degree of stenosis was over 85% and pre-dilatation was done. Severe resistance was felt during attempts to cross the lesion and the stent came off of the stent delivery system balloon when the stent passed the lesion. The stent was taken out of the pt's body with a snare device. Another xience v was used for this case and finished successfully. There was no effect on the pt. No additional info was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen, which is consistent with preparation. The stent was returned dislodged from the balloon, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple chatter marks throughout the entire length of the distal shaft, which may indicate the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the severely tortuous and calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement. Additional non-surgical treatment was used to retrieve the stent from the patient anatomy by a snare device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.